Event description:
It was reported that the patient complained of dizziness at a regularly scheduled follow-up. An interrogation showed a lead warning occurred for low impedance counts on the right ventricular (rv) lead with the bipolar impedance measured less than the unipolar reading. The lead remains in use for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).